Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 180412: (B)(4) items manufactured and released on 14-may-2018. Expiration date: 2023-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 4 years and 5 months post primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.